Event description:
(B)(4). The first symptom I experienced was my hair falling out at a rapid pace. I noticed it in (B)(6) 2014. The second was about 6 months ago. I was getting out of my car and a felt a sharp stabbing pain in my right side and what felt like a warm sensation. It was so painful I dropped to my knees and couldn't move for nearly a minute. I made and appointment to be seen by the dr that put the coils in. He was not able to see what caused the pain but told me to come back if it continues and was not better with the pain meds he gave me. Over the next 6 months during ovulation my tubes felt like they are burning me from the inside out. This lasts an entire week or longer. During my period I experience all pregnancy symptoms and sharp cramping pains. I have the most trouble with the nausea. This last period I was confined to my bed for 4 days with debilitating back pain and shoulder pain as well as nausea, headache, cramps, and a pain on my right side (that still continues), and light bleeding. The back pain has continued since my last period and occasional nausea has reappeared.